Manufacturer narrative:
Date sent to the FDA: 11/25/2008. Stress urinary incontinence occurred - conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a posterior pelvic floor repair procedure in 2008. The following month, the patient was found to have stress incontinence. As a result, the patient underwent a sling procedure the next day. The surgeon reported that this event was not related to the device and was not related to the procedure.